Event description:
Performing a left pneumonectomy. Divided the pulmonary veins and encircled the pulmonary artery. Ta stapler was passed easily around the vessel. Ta stapler used to staple the artery as instructed and divided it distally to the staple line. When the stapler was opened, there was a rush of blood from the area concerning for bleeding from the artery. A sponge-stick was used to place pressure on the area and control the bleeding. However, in 5-10 seconds that it took to obtain control with pressure, the patient lost pulses and went into pulseless electrical activity (pea).